Manufacturer narrative:
The reported events of insulation damage and blood contamination inside the lead body were confirmed. A complete lead was returned in one piece for analysis. Visual examination of the lead found the outer insulation was cut/damaged with blood noted at the proximal region of the lead due to procedural damage. The cause of the reported events was due to procedural damage.

Event description:
It was reported the patient presented for implant procedure. During surgery, blood was found inside the atrial lead body and insulation damage was noted. The atrial lead was replaced to complete the procedure. There were no patient consequences.